Event description:
Customer reportedly received results in the 200's mg/dl and in the 80's mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.